Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to a hole in the balloon causing recurring incontinence. During the revision procedure there was air in the pump. The aus cuff, pump, and balloon as explanted and replaced with a new aus cuff, pump, and balloon was implanted.